Event description:
It was reported that during a prostate procedure, @ 248,615 joules (time expended: 30 minutes), the fiber "stopped functioning." The physician observed ¿excessive fiberlife activity¿ message, periodically resting the fiber for seconds.¿ the procedure was completed with a second fiber. "No injury to the patient" reported. Patient: gland volume: 57 ml

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibits moderate char; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.